Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with other empirical evidence based on information provided by the clinical specialist. Available information suggests patient factors likely contributed to the event due to interaction with a previously implanted device. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
This event is captured by edwards lifesciences. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the ew japan affiliate there was a pascal ace in mitral position where an slda (single leaflet device attachment) occurred. The procedure was performed for ap3 with a mitra clip, but it resulted in an slda. The ace aimed to capture the medial commissure. Although crossing the valve leaflets was possible, capture was not achieved due to the large movement of the leaflet. An attempt was made on the pc commissure, but capture was difficult, so it was withdrawn to the lv (left ventricle) once. In consideration of the slda of the previously implanted mitraclip, the lateral p2 and medial pascal aimed to stabilize the mitraclip, but several capture attempts failed. At that time, the grasper got stuck with the mitraclip during capture, leading to implant stacking. The ace was within the lv and in a closed position, with the clasp down. After several maneuver attempts, the implant was moved in the ap and ml directions but could not be unstacked. When the clasp on the right gray side was lifted, the mitraclip also moved. The suture on the right gray side was released, but the bailout between the ace and mitraclip was not achieved. Ultimately, ace's paddle or clasp got stuck, and even after releasing the suture, bailout was not possible. In the final state, both mitralclip and ace remained stacked, with the anterior leaflet capture and moving towards the release needle. Severe mitral regurgitation (mr) remained with almost no reduction, as ace held the anterior leaflet and mitraclip held posterior leaflet. Additional information was received from the ew clinical specialist on (B)(6) 2024, that the patient passed away on (B)(6) 2024. There was no information suggesting that the death was related to the slda of the pascal device at this time.